Event description:
A customer reported that on several occassions blood was observed to penetrate through the transducer protector of an infuse bloodline bieng used on a system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemocialysis hardware has shown that his can be related to blood striking through the transcuder protector on the bloodline during patient use.